Event description:
It was reported when using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes a stopper defect was observed on 4 tubes. There was no health impact or consequences reported. The following information was provided by the initial reporter: "grey stopper seems to be melted or crushed on the one side resulting in the caps not being seated on the tubes correctly. The caps are loose and the tubes cannot be used."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b: gim. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k213670. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation.  Visual examination of the photos was performed and revealed improper assembly causing the stopper to not be placed in the hemogard closure correctly.  Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.  There were no related quality issues during the manufacturing of the product.  This complaint has been confirmed for improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.  Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes a stopper defect was observed on 4 tubes. There was no health impact or consequences reported. The following information was provided by the initial reporter: "grey stopper seems to be melted or crushed on the one side resulting in the caps not being seated on the tubes correctly. The caps are loose and the tubes cannot be used."